Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was only impacted during one of the reported alarm 19 events. The customer's bg level was approximately 300 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, the customer was able to load a cartridge successfully and resumed pump therapy.